Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing a decrease in sound quality. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing revealed abnormal results.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed multiple broken electrode wires along the electrode lead. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection and scanning electron microscopy analysis revealed fatigue breaks on twelve of sixteen electrode wires along the electrode lead. These breaks can be associated with the open electrodes and the decline in performance reported. A CAPA was implemented. This is the final report.